Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The sram and the software was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9600 system software needed to be reloaded, and would not boot up. No patient injury was reported.